Manufacturer narrative:
Patient identifier: (B)(6). This report is for an unknown screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of the locking compression plate (lcp) system due to nonunion of the radius. The patient was originally implanted with an lcp system on (B)(6) 2019. The patient outcome was reported as good after the procedure. Concomitant devices reported: 3.5 mm lcp plate 8 holes 111 mm (part number (B)(4), lot h745081, quantity 1), lcp one-third tubular plate with collar 5 holes/57 mm (part number (B)(4), lot h750374, quantity 1), screws: cortex (part number unknown, lot unknown, quantity 6), screws: locking (part number unknown, lot unknown, quantity 2). This report involves one (1) unknown screws: cortex.. This is report 7 of 10 for (B)(4). This product complaint, (B)(4), is related to (B)(4).